Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips and control solution for eval, but has not yet rec'd them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them, and if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/reporter contacted lifescan alleging a one touch basic meter had read inaccurately high. The medical affairs specialist (mas) spoke to the pt's husband on november 5, 2008, and was able to obtain/verify limited info. The pt tests her blood glucose twice a day. She tests once in the morning and in the evening. She manages her diabetes with insulin (unk type/regimen). The reporter indicated that the alleged meter issue started on eight days prior to original date, at 1:00 am. The reporter was unable to provide any specific meter readings that were allegedly inaccurate. According to the rptr, the pt took 10 units of insulin. An unk time later, the rptr claimed that the pt developed symptoms of severe hypoglycemia. The paramedics were contacted. The pt's blood glucose was tested by the paramedics using an emt meter but the result obtained was not provided. The pt was reportedly treated with oral glucose. According to the rptr, the pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the rptr claimed that the pt developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The pt also reportedly rec'd oral glucose treatment from paramedics.